Event description:
Additional information received indicated the right atrial lead was explanted and replaced to resolve the event.

Event description:
It was reported that noise resulting in oversensing and inappropriate muscle stimulation was observed on the right atrial (ra) lead. The patient experienced discomfort as a result of the event. Ra lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. The ra lead was deactivated to resolve the event and the patient was in stable condition.